Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider tried to duplicate the reported condition and a system error was generated. When the device was turned on again, it had a constant alarm and would not start up.

Event description:
It was reported that a ventilator did not alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the customer returned the printed circuit board (pcb). An investigation was performed on the returned component and the alleged malfunction was not confirmed.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to an issue with the temperature of the device. If information is provided in the future, a supplemental report will be issued.